Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was unknown at time of incident but was 420 mg/dl at time of call. Customer attempted to change battery twice in order to resolve issue and issue was not resolved. Customer was advised when alarm occurred in order to troubleshoot.